Manufacturer narrative:
Product event: (B)(4). Patient information was unavailable, however follow-up for information is still in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a spine case, staff reported a burn on the patient¿s back, which appeared to be from the plasmablade device. The surgeon noted he placed the device on the patient after use and not in the holster provided. It is unknown the degree of the burn or if any interventions were required.